Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03312. It was reported the patient was not receiving effective stimulation coverage from the scs system due to weight loss. As a result, the patient underwent surgical intervention on (B)(6) 2018, wherein the leads were revised. Reportedly, effective therapy resumed following the procedure.